Event description:
During placement of catheter, it was noticed by surgeon that the "plastic hood" on the tunneler was missing. It was unsure if plastic hood came off while in procedure or prior to. Procedure were performed to confirm that missing hood was not retained in pt. Product affected did not include entire kit, just tunneler.